Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the third recapture was performed, it was noted that the capsule of the delivery catheter system (dcs) had ruptured. The system was removed from the patient and a new dcs was used to implant a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated e - facility name <(>&<)> address. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that there was no resistance or loading difficulties noted during the loading. A misload was not identified. The loader noted a "small white line" on the capsule prior to loading. The first recapture was performed because the valve was too deep, and the second was performed because the depth was too high. The patient had a horizontal aorta, which contributed to the capsule issue. A procedural delay was not reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle of the subject delivery catheter system (dcs) was intact. The device was received with the capsule partially opened. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Two parts of the nitinol frame were protruding out of the proximal capsule separation site. The separation site was observed to be jagged and uneven. The deployment knob was unable to retract or advance the capsule due to the capsule separation. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact, however was not functional due to the capsule separation. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, and also on the distal section of the capsule. It was not clear where on the caps ule the ¿small white line¿ the loader was referring to, as there were multiple areas of delamination present on the capsule upon return of the subject dcs. No distinct white line was visible. Conclusion: the subject dcs was returned for analysis. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Two parts of the nitinol frame were protruding out of the proximal capsule separation site. The separation site was observed to be jagged and uneven. The deployment knob was unable to retract or advance the capsule due to the capsule separation. The tip-retrieval mechanism appeared intact but was not functional due to the capsule separation. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, and also on the distal section of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Procedural images and pre-implant computed tomography (CT) images were provided, and an image review was completed. No significant tortuosity seen in the arch, descending thoracic aorta (dta), abdominal aorta, or ilio-femoral arteries. Anatomical review of the CT images showed a possible calcified dissection with plaque/thrombus seen in the abdominal aorta. There was evidence of near-concentric calcification seen in abdominal aorta and regions of narrowing less than 5 mm in right external iliac artery. There were no images received which showed the reported ¿small white line¿ and subsequent rupture of the capsule. The cause of the reported positioning difficulties cannot be seen in the images provided. The evolut pro system instructions for use (IFU) states ¿patients must present with trans-arterial access vessels with diameters that are =5.5 mm¿. As the image review reports that there is evidence of regions of narrowing of <(><<)>5mm in right external iliac artery, this would indicate off label use. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that after the third recapture, it was noted that the capsule of the dcs had ruptured. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. It was reported that the patient had a horizontal aorta, which may have contributed to the capsule issue. A device history record (DHR) review was completed. There were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.